Event description:
A power-on-reset (por) condition was reported a "call your doctor" icon message was seen on the patient programmer. Further information was requested from the healthcare professional.

Manufacturer narrative:
(B) (4).